Event description:
On (B)(6) 2008, had hernia operation. Marlex polypropylene hernia mesh was implanted with plug. On (B)(6) 2008, I had burning sensation all over, felt hot, and was black and blue from my belly button to my knees, bi-laterally. My surgical dressing was also soaked with blood. I called surgeon's office and got no reply. I saw my gp, and he reported to surgeon, and change dressing. I reported it to the attending surgeon, dr. (B)(6), who implanted the "mesh", about 10 days after the surgery. I was sent to neurologist, and put on neurontin for pain with no relief. Next eight months, several visits to various drs with several tests, and cat-scans with clear diagnoses. Went to (B)(6) clinic, (B)(6). Several tests and c-scans with no clear diagnoses ending in (B)(6) 2010. I was on meds, neurontin, and clonazepam for pain with no relief. I was extremely uncomfortable. Through a friend, I got the name a fellow close to home who had problems with polypropylene mesh. Referred me to (B)(6) hosp. Polypropylene mesh and plug was surgically removed on (B)(6) 2010. Immediate improvement, and I am presently slowing healing. Pain is intermittent, and still sometimes severe.